Event description:
This spontaneous report was received from a (B)(6) male pt (reporting on himself) from the united states (B)(4). The pt's weight was (B)(6). The pt's medical history was not provided. The pt was treated with precise pain relieving heat patch applied once to his shoulder, for six hours on (B)(6) 2011, for pain. Concomitant medications included fish oil for supplements. On the morning of (B)(6) 2011, the pt's shoulder began to itch and later that evening, the pt developed burn blisters and a rash. At that time, he applied peroxide to the "burns". Action taken with the patch was discontinued. The pt had not recovered from the events. This report was serious (medically significant).